Event description:
The customer stated that she was taken to the emergency room due to low blood glucose levels. The customer's blood glucose went as low as 30 mg/dl. Prior to the event, the customer stated that she filled a new reservoir to 140 units and three hours later she only had 50.2 units left according to the reservoir volume. Troubleshooting was performed and there was no indication that the insulin pump delivered 90 units of insulin. All programming and boluses appeared to be correct. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional tests including the prime, displacement, occlusion and excessive no delivery alarm tests.